Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2010 and performed to specification up to 23rd june 2013. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 26th june 2013 and the 19th november 2014. During this time the pad-pak became depleted and a further pad-pak was installed. The device successfully performed all weekly auto self-tests between the 23rd november 2014 and the 2nd august 2015. Further multiple manual power ups, mainly of ten minutes duration, where observed in the device memory on the 4th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.